Event description:
Introducer needle broke off into liver during liver biopsy. Taken to operating room to have it surgically removed. Patient required overnight hospitalization and monitoring to observe for bleeding.